Event description:
It was reported that the patient presented to the emergency room after noting swelling and fluid discharge at the pulse generator implant site. The patient was treated with oral antibiotics. On (B)(6) during a routine follow up, a small hematoma was noted but no patient symptoms were reported and the patient was not treated. On (B)(6) the patient presented to the hospital due to the hematoma enlarging. The device was turned off and the lead was capped. A new device system was implanted on the right side.